Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance. It was reported that the patient had been seizure free with vns and recently suffered a seizure and device diagnostics were performed which showed high impedance. The patient was referred for immediate lead replacement. Clinic notes dated (B)(6) 2014 noted that since the lead malfunction the patient has experienced more seizures and has had to start medications again. The patient underwent lead replacement. The existing generator was connected to the new lead and device diagnostics were within normal limits (1680 ohms). It was reported that the explanting faciltiy does not returned explanted devices per hospital policy.